Event description:
It was reported that this system with implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited undersensing of premature ventricular contractions (pvcs). Additionally, p waves had poor morphology and ra threshold was very high at 3.5volts at 1ms (milli-second). Technical services (ts) recommended x-ray to check for lead migration. Device was also reprogrammed vvi 50 to allow patient to conduct and not blank the pvcs and also ra sensitivity to 0.25 mv. This device remains in service and no adverse patient effected were reported. Additional information was obtained indicating that the ra lead demonstrated dislodgment and perforation. The patient was diagnosed with twiddler's syndrome and subsequently admitted for pericardial effusion. This device remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.